Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the lead was fixed for the first time, poor parameters were encountered. There was difficulty rotating the lead helix for a repositioning attempt. The lead was removed, and it was found the helix was damaged. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high thresholds

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to stretching. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.